Manufacturer narrative:
The product was not returned for investigation. The DHR check could not be performed as the lot number was not available. No trend analysis performed since no reference number is available. It was reported that a female patient underwent a revision surgery due to pain after an unknown time in vivo. This was the second revision surgery that the patient had out of a total of 4 surgeries with products from zimmer (B)(4). Neither x-rays, operative notes, photos of the implant were received; therefore the condition of the component was unknown. Patient factors that may affect the performance of the component such as bone quality, activity level, type of activity (low impact vs. High impact) , and relevant medical history were unknown. Adherence to rehabilitation protocol are unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the dfmea which is available for every zimmer (B)(4) hip implant and are continuously monitored and updated. Stn# based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It has now been reported, that the patient was implanted the unknown hip product on an unknown date on the right side.

Manufacturer narrative:
The case at hand was reopened on november 20, 2015 due to supplemental information received by patient's lawyer on november 18, 2015. The additional information changes the whole content of the case, the assessment and the outcome. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (fitmore hip stem) are marketed in USA, and therefore this report was filed. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the DHR check could not be performed as the lot number was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure, that only products fulfilling the specification are sold. This procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for the same catalogue number. Compatibility check: all proximal revitan components are compatible with all distal ones. Review of incoming information: it was initially reported that a female patient underwent a revision surgery due to pain after an unknown time in vivo. According supplemental information, patient had a trochater bone fracture (due to unknown reasons) and therefore underwent an osteosynthesis on (B)(6) 2010 with implantation of a trofix trochanteric fixation plate. Review of x-rays: x-rays dated (B)(6) 2008: ap view of right hip, cement less revision stem, and cup. The proximal part of the stem seems to be partially bent. There is a slight sign of osteolysis and radiolucency lateral to proximal part of stem. Distally the stem does not seem to be well fitted with the cortical bone. X-rays dated (B)(6) 2008: do not contain relevant information related to reported event. X-rays dated (B)(6) 2009: ap view of right hip, cement less revision stem, and cup. Very similar to the x-rays dated (B)(6) 2008. Moreover, in the region of the lesser trochanter it seems that an osteolysis took place. Cup inclination angle is around 40/45°. X-rays dated (B)(6) 2009: do not contain relevant information related to reported event. X-rays dated (B)(6) 2010: ap view of right hip, cement less revision stem, and cup. Very similar to the x-rays dated (B)(6) 2009. Slight increase of osteolysis in the proximal femur (around proximal stem) x-rays dated (B)(6) 2010: ap view of right hip, cement less revision stem, and cup. Very similar to the x-rays dated (B)(6) 2010. Slight increase of osteolysis in the proximal femur (around proximal stem) CT dated (B)(6) 2011: trochanter plate used to fix larger trochanter. Bone condition is unclear. Some screws were implanted around the proximal femur bone. X-rays dated (B)(6) 2012: do not contain relevant information related to reported event. X-rays dated (B)(6) 2012: ap view of right hip, cement less revision stem, cup and trochanter plate. Trochanter plate used to fix larger trochanter. Some screws were implanted around the proximal femur bone. High osteolytic bone in the proximal femur. X-rays dated (B)(6) 2013: ap view of right hip, cement less revision stem, cup and trochanter plate. Definitive breakage of stem at connection pin between proximal and distal. X-rays dated (B)(6) 2014: ap view of the revised right hip, trochanter plate was not explanted. Ceramic head implanted. The new revision stem seems to sit good in the femoral channel. Signs of osteolysis visible over the entire length of the femur. Cerclage wires used to fix the bone distally. One of the screw of the trochanter plate seems to be partially bent. X-rays dated (B)(6) 2015: ap view of the revised right hip, trochanter plate, and cup. Very similar to the x-rays dated (B)(6) 2014. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients' advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. Possible causes for the reported event according to dfmea line 31 : explantation of the implant impeded, damaged bone: due to extraction of the stem is difficult in case of revision; line 44 : lack of anatomical reconstruction of the joint, dislocation. Migration of stem short and long term, splitting of bone, improper initial setting of the implant: due to wrong size implanted (incorrect size chosen); line 65 : loosening of previously well fixed stem, damage of bone: due to inadequate design of stem taper connection or instruments leading to high disassembly forces (unable to disassemble head from stem taper during revision). Comparison to investigation results whether it is possible and justification: line 31 : possible: since a revision stem was implanted, it could be that the bone has been damaged during extraction of previously implanted bone; line 44 : possible: according x-rays provided, distal stem seems to be not well fitted into intramedullary channel; line 65 : not possible: according to the complaint summary an adverse trend due to inadequate design would have been detected. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It is now reported that a female patient was implanted a revitan revision stem on (B)(6) 2004. It is also reported that patient had a trochater bone fracture (due to unknown reasons) and therefore underwent an osteosynthesis on (B)(6) 2010 with implantation of a trofix trochanteric fixation plate. The revitan stem was not explanted at this time.

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown hip product on an unknown date. The patient was revised on an unknown date due to pain. This was the second revision surgery.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source document for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh wintherthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).